Event description:
It was reported that an alert for high hv lead impedance was received. Interrogation revealed high pacing lead impedance, low r-wave and high threshold. Dft testing was performed and normal measurements were observed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.